Manufacturer narrative:
(B)(6) 2015 - should additional information become available, a supplemental record will be filed.

Event description:
Per administrative assistant for invacare's legal department, the end user was being transferred by the patient lift and suffered severe permanent injuries and subsequent death. The caregivers were transferring the end user in a careless and negligent manner causing the end user injuries and death per legal notification.